Event description:
Additional information received suggested the patient had the device removed. The cause of the event was that "it didn't work".

Event description:
It was reported that the system was 'not working well.' The patient was considering explanting the device. The original implanter did not handle the patient very well so the patient was looking for another doctor.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3550-29, lot# n306791, implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n306791, implanted: (B)(6) 2012, product type: accessory; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the neurostimulator (ins), lead and extension were removed (B)(6) 2012 because it wasn't effective and managing her pain. No further complications were reported.